Manufacturer narrative:
Product event summary: the balloon catheter 2af284 with lot number 35075 was returned and analyzed. Visual inspection of the catheter showed a shaft kink 3.1 inches from the tip of catheter. Smart chip verification indicated the balloon catheter was sued for nineteen applications. The dissection test showed a guide wire lumen kink at the same location as the shaft kink. In conclusion, the balloon catheter failed the return product inspection due to the guide wire lumen kink and shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of spec per the manufacturer¿s investigation.